Event description:
Reporter indicated a pt had high lead impedance readings and increased seizures. The high lead impedance was noted after the pt was hospitalized for status epilepticus. The pt's seizures may have caused some pt trauma, but there was no neck or thoracic injury. It is unk if the seizure increase is greater than pre-vns baseline levels. X-rays reviewed by the manufacture did not identify any obvious lead anomalies. Vns revision surgery was planned for 2008, but has not yet been confirmed.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.